Manufacturer narrative:
The investigation confirmed that (B)(6) vitros hiv combo (hivc) results were obtained from aliquot samples obtained from a single patient when tested using multiple vitros hiv combo reagent lots (lots 190, 210 and 220) in combination with a vitros 3600 immunodiagnostic system. The results were considered (B)(6) when compared to (B)(6) results obtained on numerous non-vitros systems. The cause of the (B)(6) results was unknown. The vitros hiv combo test is under evaluation at the customer laboratory and the objective of the evaluation is to submit to (B)(4) FDA. Ortho was only allowed to observe and not get involved in the evaluation. Therefore, minimal information was provided and an assignable cause could not be determined. There was no indication of a vitros 3600 analyzer malfunction or vitros hiv combo reagent issue. In addition, it is possible that an unknown interferent is present in the samples from this patient and is interfering with the vitros hivc assay only.

Event description:
A customer observed (B)(6) vitros hiv combo (hivc) results from aliquot samples obtained from a single patient when tested using multiple vitros hiv combo reagent lots (lots 190, 210 and 220) in combination with a vitros 3600 immunodiagnostic system. The results were considered (B)(6) when compared to (B)(6) results obtained on numerous non-vitros systems. Vitros hiv combo = (B)(6) versus expected (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The (B)(6) vitros hivc results were not reported from the laboratory to a clinician and there was no allegation of actual patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).